Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the communication cable was damaged. The communication cable between the carts was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the monitor on the camera cart turned off several times during the surgery, and the camera might have also shut down. An error appeared that said, "you have been disconnected." It might have been a problem with the cable connecting the two carts. It was noted that the equipment was in very poor physical condition; it had not been treated well at all. The cable winding mounts on the main cart were all broken. The two camera mounts on the camera cart were also broken, and the last functional universal serial bus (usb) port on the main cart had short-circuited. In addition, the two covers on the main cart remained broken. Additional information was received. It was reported that the failure was due to the cart to cart cable.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, product ID: 9735772, h3, h6: no products have been evaluated by medtronic personnel. Codes b20, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.